Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4312mlc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 6 days after implantation. The patient has history of hypertension. The patient required bone augmentation for the operation. The doctor noted local infection and pain during explantation. The patient has recovered without complications.